Manufacturer narrative:
(B)(4) describe event or problem - additional, if follow-up, what type?: additional information.

Event description:
Subsequent to the initial MDR, additional information was received on 07/29/2016 from the patient's mother regarding the reported adverse event. The patient's mother reported that the visit to the doctor occurred prior to the skin reaction to the waterproof tape. There was no treatment provided for the skin reaction as it cleared up on its own. The patient's mother reported that the doctor recommended kt tape as an alternative to the waterproof tape. No further patient or event information is available.

Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient's mother contacted dexcom on 07/01/2016 to report that the patient experienced a skin reaction on (B)(6) 2016. The sensor was inserted into the abdomen on (B)(6) 2016. It was stated that the reaction was not to the dexcom adhesive but to waterproof tape adhesive which was used to keep the sensor pod in place. The reaction was described as red and really itchy and lasted for a couple of days. Reaction was located directly beneath the waterproof tape. Patient's mother spoke to her doctor in regards to the skin reaction she was experiencing. Date of doctor consultation was not provided. No additional event or patient information is available. No product or data was returned for evaluation. The customer complaint could not be confirmed. A root cause could not be determined.